Event description:
According to the reporter, in a laparoscopic right hemicolectomy converted to open due to reasons unrelated to the device, during in testinal canal detachment, the rotation knob could not be turned after the installation of the first handle. The surgeon attempted reinstalling the device, but the staple could not be removed. After forcibly removing the staple, the connection between the handle and the staple broke. A second handle and a second staple were opened, but the second set of devices still could not turn. The stapler also could not fire. A third handle and a third reload were used instead and the firing was completed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p5b0843s), 030454, 030454 endo gia r/or 45 2.5mm (lot#: t3m080x), 030454, 030454 endo gia r/or 45 2.5mm (lot#: t3m080x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted, and the articulation lever was in neutral position. The distal end of the instrument shaft was broken. The firing rod was broken. The listed loading unit's adapter ((B)(6)) was stuck inside of the distal end of the instrument. Evaluation found that the distal end of the loading unit was removed from the instrument. Functional testing could not be performed due to the excessive damage. It was reported that the device was difficult to unload. The instrument broke and did not fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the rotation knob was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter in a laparoscopic right hemicolectomy converted to open due to reasons unrelated to the device, during intestinal canal detachment, after the installation of the stapler the rotation knob could not be turned and the stapler could not be fired. The surgeon attempted reinstalling the device, but the staple could not be removed. After forcibly removing the staple, the connection between the handle and the staple broke. A second handle and a second staple were opened, but the second set of devices still could not turn. The stapler also could not fire. A third handle and a third reload were used instead and the firing was completed. There was no patient injury.